Event description:
It was reported that (1) cdh25 was used during a total gastrectomy procedure. It was reported by the affiliate that the instrument would not staple the tissue partially due to missing two to three staples. Opened another device to complete the case. No adverse pt outcome.